Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Batch record review: the lot 2h00993 was manufactured on 07 aug 2022, in bodolay manufacturing line, with a total of 11,520 market units, complaint investigator performed a batch record review on 28 july 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704769 and manufacturing order 1640485. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials dirty trays method: mixers with residues from previous mixtures manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance a corrective action / preventive action (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by retailer that a foreign matter (black spot) was found inside the individual packaging. The product was not used. A photograph depicting the issue was received from the complainant.